Manufacturer narrative:
This rv lead will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to very low impedance measurements. It was noted this patient is pacemaker dependent. A new rv lead was implanted. No adverse patient effects reported.